Event description:
(B)(4) study. It was reported that post a stenting treatment procedure, the patient received target vessel revascularization. The target lesion was located in the 1st obtuse marginal branch. The target lesion was treated with placement of a 3.0x12mm taxus element stent. (B)(6) 2012, the patient received target vessel revascularization of the same site that was treated during the index procedure. Additional information has been requested and is not available.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).